Manufacturer narrative:
The reported lot # 171110 was not found for the reported catalog # 515008. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd phaseal¿ injector luer lock n35j didn't retract completely. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Corrections: medical device lot #: 1711110. Medical device expiration date: 2020-04-30. Device manufacture date: 2017-11-29. Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no . Device returned to manufacture: yes. Investigation summary: three samples were received for evaluation by our quality engineer team. Upon inspecting the samples, no anomalies were observed. The reported defect of needle exposure could not be identified. A device history record review for the provided lot number, 1711110, did not reveal any issues during production that could have contributed to needle exposure. If the needle is exposed during disconnection, it is a result of a broken safety sleeve. Safety sleeve breakage occurs when the injector is not properly disengaged. It is important to hold onto the white components of the injector when disengaging, not the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated and the needle will become exposed. The injector must be removed by pulling it straight back, if this method is not followed the grips may become dislocated. If the injector has been forced while engaging, the grips may also become damaged. Investigation conclusion: no non-conformances found during the DHR review (final lot 1711110, assembly lot 7325858). The actual sample is not received at sa plant. The sample is evaluated by jfr lab. Later a report is received at sa with the conclusions of investigation. The 3 samples were received by the jfr lab. According to its report (received july 18th 2018), no anomalies were confirmed in any of the 3 samples. In case the needle is exposed during the disconnection, it means that the safety sleeve is broken. The breakage occurs when the injector is not properly disengaged. It is important to hold onto the white part of the injector before engaging/disengaging. Do not touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and the cannula causing needle exposure. The injector must be removed by pulling it back: if it is removed without doing this, the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Root cause description: according to the jfrl report, no defects were confirmed in samples received. The needle only can be exposed if the safety sleeve is broken and this takes place if the injector is not properly handled. No non-conformances found in DHR. Rationale: the defect was not confirmed. The needle can only be exposed if the safety sleeve is broken, and this takes place if the injector is not properly handled. No action required.

Event description:
It was reported that the needle of the bd phaseal¿ injector luer lock n35j didn¿t retract completely. There was no report of exposure, injury, or medical intervention noted.